Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: when the flush was performed according to the direction for use, the leakage occurred at the 2cm proximal from distal end.

Manufacturer narrative:
During investigation, bloodstain was observed inside of the distal tip assembly. It was observed that the catheter was split/open hole in center of the guidewire canal 2.2cm from distal tip end. Fluid was coming out of the opening during flushing. During image characterization testing, good square image appeared in the system and the product performed within spec. Additionally, a water leaked was observed in the hub proximal to the quad ring, and did not leak through rj-11 assembly. No kink was observed in the sheath assembly.